Event description:
Reported as a tube leak. The tubing was cut into two pieces. Doctor will use a tube repair kit and the port will remain implanted.

Manufacturer narrative:
Taper ii. A small piece of the tubing was returned; therefore, taper type cannot be confirmed. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product, however, the analysis results are pending at this time. A supplemental medwatch will be generated upon completion of the product analysis. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."